Manufacturer narrative:
The pt remains ongoing on bivad support and is being listed for a heart transplant. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had become very unstable over a period of 24 hours. The pt was experiencing increased pressors, ischemic changes, power elevations, and frequent pulsatility index (pi) events. The pump speed was decreased from 9400 rpm to 8800 rpm and the pt was given volume. A trans-esophageal echocardiogram (tee) was performed and the left ventricle (lv) was noted to be under-filled, very swollen and enlarged. The position of the inflow conduit had changed due to the swelling of the heart and was pointing towards the septum with high velocity. A large thrombus was noted in aortic rot sitting on aortic valve and occluding the left coronary cusp. Thrombus was also noted in left main coronary artery. The hospital subsequently made a decision to exchange the pt's lvad to an acute blood pump for left heart support. During the procedure, the surgeon reportedly removed a large thrombus from the aorta and also noted a clot on the inflow conduit in proximal portion of the inner sintered titanium before the flexible graft. The pt became unstable post-op and was returned to the operating room (o.r.) For placement of an acute blood pump for right heart support.